Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-04445. It was reported that the patient had a fall and drg leads migrated (vertebral level l4 and l5) which was confirmed on x rays. As such the patient did not receive adequate therapy. The manufacturer representative attempted to reprogram without success. Invalid impedances were reported on multiple contacts on the lead. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Anchors and strain relief loop were used during the procedure. Reportedly, effective therapy was established post operatively. Issue is resolved.

Event description:
Device 1 of 2: reference MFR report #1627487-2018-04445.